Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
The reporter indicated that high lead impedance resulted from a systems diagnostic test at a routine follow up visit. Further follow up with the treating physician revealed that the believed cause for the event is the pt's neck movements. There were no adverse events reported. The problematic lead was replaced and the generator was replaced prophylactically. The explanted products have been returned to manufacturer for product analysis. Analysis on the returned portion of the lead was completed. Lead discontinuities were found on the returned portion of the lead. The breaks were identified at the ends of the connector pin and connector ring quadfilar coils. The breaks had extensive pitting which prevented identification of the coil fracture type.